Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in atrial fibrillation (af) with rapid ventricular rate and received inappropriate anti-tachycardia pacing (atp) and shock therapy due to rhythm ID being uncorrelated. There was noise observed on the shock channel. Boston scientific technical services (ts) discussed programming options to help resolve the issue in the future and the need for possible rate control. Additional information was reported, years later, indicating that this patient received another atp and shock, likely due to an atrial arrhythmia. The patient reportedly has a history of non-compliance with medications. Ultimately this ICD was removed and replaced with a dual chamber ICD and an atrial lead was implanted. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in atrial fibrillation (af) with rapid ventricular rate and received inappropriate anti-tachycardia pacing (atp) and shock therapy due to rhythm ID being uncorrelated. There was noise observed on the shock channel. Boston scientific technical services (ts) discussed programming options to help resolve the issue in the future and the need for possible rate control. Additional information was reported, years later, indicating that this patient received another atp and shock, likely due to an atrial arrhythmia. The patient reportedly has a history of non-compliance with medications. Ultimately this ICD was removed and replaced with a dual chamber ICD and an atrial lead was implanted. No additional adverse patient effects were reported. This product has been returned and a device evaluation was completed.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.